Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and found a hole in tubing through pinch valve (pv43), drain path from waste chamber, and replaced it. This resolved the leak. The cause of the leak is a hole in tubing through pinch valve (pv43). (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a leak at pinch valve pv43 in their coulter lh 500 hematology analyzer and requested service. Leak appeared more than 10ml. There is an exposure plan in place at the facility. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injury or exposure was reported and there was no affect to patient samples or results.